Event description:
Mild lens opacification was observed in 2002. Date of original surgery 2001. Preoperative v/a was 20/1000, the patient is complaining of vision being misty. The post-op v/a remains is the same. The lens remains implanted.